Event description:
It was reported that the patient experienced pain in their back since the (B)(6) 2014 which recently had moved to the chest. The pain was described as a soreness (did not feel like shocking/jolting) that remained even when their implantable neurostimulator (ins) was off but became worse when it was on. The reported pain was in the area where paresthesia was meant to be felt. It was noted, the patient turned off their therapy a couple of months ago and their entire body ¿seized up¿ which resulted in them not being able to walk. The patient went to the emergency room and got medication which resolved the issue. This issue had not reoccurred since. In addition, the patient¿s therapy was less effective since the pain in their back had started. Impedance testing on the ins showed group impedances on a1 of 399 ohms and on a2 of 417 ohms. Additional testing showed that there might be impedance issues on electrodes #0 to 7. Specifically, all combinations with electrodes #0, 1, 2, 3, 4, 5, 6, and 7 had values that were out of range, with 2 noted as ¿high¿ when referenced back to each electrode. Follow up information reported that the cause of the issue was not determined and that the patient¿s physician did not believe it was related to the device. There were no reported lead fractures reported and no further troubleshooting or interventions were performed. The patient was not receiving effective therapy and their physician was going to change out the ins system to another manufacturer¿s device system. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37742, serial# (B)(4); product type programmer, patient product ID 3778-75, serial# (B)(4), implanted: 2007(B)(6); product type lead. (B)(4).